Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, " it was found blood leakage at prn after punctured successfully and blood withdraw, then checked finding a crack on the prn."

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, " it was found blood leakage at prn after punctured successfully and blood withdraw, then checked finding a crack on the prn."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8262057. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were not submitted by your facility to be used in evaluation and testing. Leakage testing was performed on retention samples for this lot; the retentions were found to be free of leaks under product specifications. Unfortunately without the physical samples, the root cause for this complaint could not be determined at the conclusion of our review.